Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant attempt, the helix would not deploy after the physician attempted to reposition the right ventricular lead. The implant was successful with another lead. No patient complications have been reported as a result of this event.